Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that further details/clarification of the reported "suspicion of anomaly of catheter connection" were unknown. The catheter was connected to the new pump when it was found that aspiration of the drug from the catheter was insufficient. Contributing factors to the insufficient aspiration and catheter connection anomaly were undetermined. The catheter would not be returned as it was discarded by the customer. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: 0206033302, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-apr-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon at a dose of 200 mcg/day via an implantable pump for adhesive arachnoiditis. It was reported that during replacement of the pump, aspiration of the drug from the catheter was insufficient. There was suspicion of an anomaly of catheter connection. Replacement of the catheter was performed because the patient requested to replace it. Outflow of cerebrospinal fluid from the catheter was confirmed during the replacement on (B)(6) 2019. A catheter x-ray study was not performed. The outcome was recovered. It was indicated that the causality of the event was not related to the drug, catheter, pump, programmer, or surgical procedure. No further complications were reported or anticipated.